Event description:
While doing the pubovaginal sling using the device, the suture broke on the right side from the bone anchor. Another of the same product was used without problem.====================== manufacturer response for transvaginal anchor system, precision speedtac (per site reporter).====================== not aware of response - sales rep notified.